Manufacturer narrative:
No prod will be returned for eval.

Event description:
The pt stated that his infusion device appeared to shut down without warning. He stated that, during a routine visit to his physician, the nurse asked to see his infusion device. At that time, he observed nothing on the display. After noticing this, the nurse immediately replaced the power pack for him and restarted the infusion device. He stated that the power pack had been in use for eight days prior to the incident. During a f/u with a co rep, the pt state that he might have inadvertently shut the infusion device down "by pressing the wrong buttons". No physiological effects were reported. No prod will be returned for eval.